Manufacturer narrative:
Customer's observation was not replicated in-house with retention product. Retention products were tested with 25 miu/ml hcg cutoff urine control and 3 high level hcg urine controls (205.3 iu/ml, 210.7 iu/ml and 216.8 iu/ml); all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer reported potential false negative urine hcg results with icon 25 hcg (combo cassette) on three patients. Two of the three patients were tested a while back and one patient was tested 2 weeks ago. Two of the patients, not specified which patient, tested positive using an over-the-counter pregnancy test and went to the provider to confirm the positive result. All 3 patients were seen in the afternoon, so the customer believes that the negative result may be due to the reason that the urine was not first morning pass. There was no report of confirmation testing being performed.